Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with sudden onset ongoing, continuous low flow alarms. Flow at the time was 1.5 lpm (baseline 3.9-4.2 lpm). The patient's lactate dehydrogenase (ldh) was 279 u/l. The vad coordinator had concern for outflow kink. Log file analysis confirmed the low flow events with flow being as low as 0.9 lpm. Outflow graft compression (twist) was identified on CT scan. Vad flow 0.5 lpm. Patient supported on milrinone and epinephrine. He was uplisted to status 2 on the transplant list. No surgical intervention planned at the time. The patient received heart transplant on (B)(6) 2020.

Manufacturer narrative:
Section h3, h7, h9: additional information. Section h4: correction. Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed outflow graft deformations what would have caused the low flow alarms confirmed on the submitted log files. The pump was returned with the pump cable cut and the severed portion still attached to the modular cable. The sealed outflow graft had been loosely reattached to the pump cover outflow port (submitted photographs confirmed that the outflow graft had been detached at the time of the reported transplant). Examination of the sealed outflow graft found the start of a graft twist at the graft attachment hardware. The twist extended diagonally along the graft until meeting with a fold, which propagated up to the distal end of the outflow graft bend relief. At the distal end of the bend relief, the graft became flattened to one side, significantly obstructing the flow path. Immediately after the distal end of the bend relief, the flattened graft kinked 90-degrees, returning the graft to its full diameter. No further graft distortions were found along the distal portion of the graft. The normal tissue ingrowth in and around the twist, fold, and kink indicated the deformations had been present for a prolonged period of time. The evaluation could not conclusively determine if the graft twist initiated the formation of fold and kink that followed it. However, the observed deformations would have caused the low flow events captured on the submitted log files. Samples of the tissue ingrowth on the exterior of the outflow graft were sent to an outside lab for histology. All of the samples were identified as fibrin clots. Host cell presence was rare. There was no evidence of any fibroblasts or fibrosis and no organisms were observed. After disassembly and cleaning, the pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. The surgical procedures section of heartmate 3 lvas IFU rev. C contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This subsection also warns that twisting of the outflow graft has been identified in some patients post-operatively. Occurrences of twisting have resulted in graft occlusion, thrombosis, and/or death. The accumulation of twist within the graft is related to rotation of the metallic outflow graft connector within the attached outflow graft bend relief connector. Firmly hand-tightening the screw ring may reduce the risk of outflow graft twisting by increasing the resistance to metallic outflow graft connector rotation. Twisting of the outflow graft can manifest as persistent low flow unexplained by other causes. It may be confirmed by appropriate imaging, such as computed tomography (CT) angiography. In the event that surgical intervention of the outflow graft is used to correct an outflow graft twist, the outflow graft bend relief should either be reattached in its original state or suitably repaired to prevent subsequent kinking of the outflow graft. Additionally, hm3 lvas IFU rev. A has been released and includes instructions for installing the outflow graft clip. The hm3 IFU and patient handbook a section entitled ¿caring for the driveline.¿ this section provides information on driveline care and cleaning. No further information was provided. The manufacturer is closing the file on this event.